Manufacturer narrative:
(B) (4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. "No suture was present after plunger withdrawal." It was not specified how hemostasis was achieved in each case. There were no reported patient adverse effects. Though requested, no additional information was provided.